Event description:
Technician reported that this bed has no head up function, no reported injuries. He has ordered a replacement valve. At the time of this report, there is no confirmation the valve was installed, or resolved the problem.